Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up with stored episodes of supraventricular tachycardia misdiagnosed as vt due to programming. The patient did not receive therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.